Event description:
On (B)(6) 2016, a dental professional reported cases of tooth extraction in patients who were treated with a 3m espe lava ultimate restorative for e4d crown. In the initial report, the dentist estimated 3 patients were impacted and in subsequent follow-up reports, the number was changed to 9 patients. Patient-specific information has been requested and the dental office indicated they would be providing; as of this filing, no such information has been received. If it becomes available in the future, additional reports for individual patients will be filed.